Event description:
Caller reported a vertical line in the middle of the aviva combo meter result display. No adverse event reported. Requested return of device, replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).